Event description:
Evaluation revealed a force sensor issue. This report is made based on the evaluation results.

Manufacturer narrative:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The display had a dim reddish screen. Review of the pump history confirmed multiple loss of prime alarms due to low non-zero force and cartridge changes. An "ezprime" operation was performed and a "no cartridge detected warning" was given. The subject pump did not recognize the cartridge and pushed all the fluid out. There was evidence of contamination inside the force sensor plate. The force sensor failed resistance specification. This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Recall 2531779-03/24/2010-003-r.